Manufacturer narrative:
Submit date: 2017-july-06 as no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. One palindrome catheter was received for analysis and investigation. The catheter showed signs of use. Visual evaluation was performed and it was found that the blue adapter was cracked on the thread pitch area. The adapters did not present marks that indicated the use of an instrument. The other piece of the blue adapter was not returned with the sample. An ishikawa diagram was used to determine the potential causes for this event. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time and it can be concluded that the adapter was more likely damaged during use. The most probable root cause can be considered as misuse: the instructions for use (IFU) were not followed causing adapter over tightening. No trends or triggers were identified and no harm to the patient was reported on this complaint; therefore further corrective and preventive action (CAPA) is not required at this moment. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer states there was a leak at the bifurcate.

Manufacturer narrative:
Submit date: 02/13/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states there was a leak at the bifurcate.